Manufacturer narrative:
Medfusion - investigation: (B)(4). Manufacture date: nov 2009. Repaired by: (B)(6). Customer reported problem: system failure. Is the customer's reported problem related to a previous smiths repair: no. Tamper seal removed / broken: yes. Physical condition of the device: the top case was counterfeit. The plunger lever was broken off. Counterfeit main board, left plunger case inside screw insert broken off, bottom case damaged also parts of the drive train assembly worned. Results of pump event history log review: there was maintenance and size alarms in history. Evaluation tests or methods used to duplicate / replicate the reported problems: could not run pump because of plunger lever broken off. Reported problem duplicated / replicated: no. What caused the reported (primary) problem: could not run pump because of plunger lever broken off. Who caused the reported problem: customer. Actions / repairs done to correct the reported (primary) problem: replaced right plunger case and performed pm on pump. Primary f-code: (B)(4). Repair summary: replaced the right plunger case,top case,bottom case,left plunger case, main board and parts of the drive train assembly. Device passed functional / delivery tests: device passed all functional and delivery testing. Incoming software app: (B)(4). Outgoing software app: (B)(4).

Event description:
Information was received indicating that a smiths medical pump presented with system failure. There were no reported adverse events.